Manufacturer narrative:
Little information is known about this complaint. It is unknown why the surgery was performed or if a failure of the deivce contributed. When more information is made available, a supplement report will be submitted.

Event description:
A patient was reported to have undergone a revision surgery where a washout was performed. The reason for the washout is currently unknown. A postbilling form from the revision surgery found that a new tibial hinge component, tibial poly spacer, and a distal femur axial pin were placed. This was most likely the result of replacing explanted implants. It is unknown at this time whether a failure of these implants occured.